Manufacturer narrative:
In compliance with regulation (EU) 2016/679 of the european parliament and of the council, stryker collects only essential and relevant patient information necessary for regulatory purposes, ensuring that no data capable of identifying a person, directly or indirectly, is gathered. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device charged energy and when it should have shocked, it displayed the message charge removed. In this state the device may not be able to deliver defibrillation therapy if it was needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue but verified the issue was logged in the device's memory. Stryker replaced the device's therapy pcb as a precaution. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted stryker to report that their device charged energy and when it should have shocked, it displayed the message charge removed. In this state the device may not be able to deliver defibrillation therapy if it was needed. This issue is patient related; however there was no adverse event reported.